Event description:
It was reported that during an adrenalectomy, the jaws on the device were sticking and not opening. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. .

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time